Event description:
It was reported by repair work order that the ground pin was missing from the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.